Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 16-oct-2020. The most recent information was received on 22-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), vertigo ("vertigo with not being able to get up"), fatigue ("fatigue") and musculoskeletal pain ("muscle and joint pain"). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, vertigo, fatigue and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for fatigue, musculoskeletal pain, pelvic pain and vertigo with essure. The reporter commented: on this report it was informed that the adverse events occurred during the whole year, however, the dates were not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), vertigo ("vertigo with not being able to get up"), fatigue ("fatigue") and musculoskeletal pain ("muscle and joint pain"). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, vertigo, fatigue and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for fatigue, musculoskeletal pain, pelvic pain and vertigo with essure. The reporter commented: on this report it was informed that the adverse events occurred during the whole year, however, the dates were not specified. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.